Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service due to sensing problems, and clavicular crush. The (0010) lead was capped. Another bipolar endocardial tined lead (0012) was implanted.